Event description:
It was reported that the patient underwent a bilateral knee arthroplasty revision to address infection ten (10) days post-operatively. The surgical sites were thoroughly irrigated, multiple samples were taken and cement spacers were placed. No additional patient consequences were reported and no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona femoral component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni g2 - report source - event occurred in new zealand. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Pictures provided showed explanted knee implants covered in bio debris, however, the reported event was unable to be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.